Event description:
Customer reported there is no image and the system is tracking to max. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended.\